Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suddenly started low flowing with flows less than 1 lpm. He was initially asymptomatic but as he was on the way to the emergency room (ER) for evaluation, he lost consciousness. They stopped at an outlying hospital where the patient was intubated and by this time, his flows were back to normal in the 4's. He was then transferred here to st. Thomas and computed tomography angiography (cta) was performed. No obvious outflow graft twist was visible, but the patient was still taken to the operating room (or). No twisting in the outflow graft noted but clip was placed at that time. Implantable cardioverter-defibrillator (ICD) interrogation confirmed no arrhythmias. The log file analysis showed flows began to decrease on (B)(6) 2019. Flow increased above the low flow trigger point of 2.5 lpm afterwards. The flow again decreased triggering alarms. The pump appeared to operating as intended but it does appear something caused a reduction of blood volume flowing through the pump on (B)(6) 2019 at the times as mentioned. There was nothing unusual just prior or after the low flow events that would suggest any equipment issue. Patient suffered an embolic stroke resulting in an right upper extremity deficit. Patient was seen in outlying facility for low flow alarms, enroute to facility; patient required intubation. To or for exploration for outflow kinking but surgeon noted that was not found as cause.

Event description:
It was reported that the patient found not moving right side after on (B)(6) 2019 and documented by doctor and sent for CT. Patient was sedated due to intubation. The issue resolved on (B)(6) 2020

Event description:
It was reported that the patient was placed in in-patient rehabilitation for neurological dysfunction with indication for extended stay.

Manufacturer narrative:
Section a4: additional information. Section b2: correction. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flows, a specific cause for these events and the report of an embolic cerebrovascular accident (cva) could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The account communicated that the patient suddenly experienced low flows on (B)(6) 2019 with flows less than 1 lpm. The submitted controller event log file captured a decrease in calculated flow starting on (B)(6) 2019 at 08:49:32 pm, and a low flow hazard alarm was captured starting at 08:49:46 pm, associated with the calculated flow decreasing below the low flow threshold of 2.5 lpm. The calculated flow remained below the low flow threshold, reaching values as low as 0.7 lpm, until 09:23:01 pm. An additional period of low calculated flow associated with a low flow hazard alarm was observed on (B)(6) 2019 from 09:23:10 pm through 09:24:09 pm, reaching values as low as 0.0 lpm. No further low flow hazard alarms were observed throughout the remainder of the data, which ranged through (B)(6) 2019 at 11:39:02 am. Despite the observed periods of low calculated flow, the pump appeared to have functioned as intended at the set speed throughout the duration of the submitted data. It was reported that the patient was initially asymptomatic; however, he lost consciousness on the way to the emergency room for evaluation. The patient stopped at an outside hospital where he was intubated, and by this time, flows returned to normal in the 4 lpm range. The patient was then transferred to st thomas. A cta was performed and no obvious outflow graft twist was visible, but the patient was still taken to the operating room for exploration. No twisting or kinking in the outflow graft was observed, but a clip was placed at this time. It was noted that ICD interrogation confirmed no arrhythmias. It was also communicated that the patient was found not moving on the right side on (B)(6) 2019. It was reported that the patient suffered an embolic cva, resulting in a right upper extremity deficit. The patient was sent for a CT, and it was noted that the patient was sedated due to intubation. The event resulted in prolonged hospitalization, and it resolved on (B)(6) 2020 with sequela. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.